Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. (B)(4).

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 423 mg/dl. The patient stated that they had issues with two bent cannulas. The customer treated their blood glucose by changing their infusion set and bolusing. The customer also administered a manual insulin injection. Troubleshooting did not occur for the high blood glucose. The insulin pump aws not returned for analysis.